Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties were encountered. The patient was presented with small vessel disease and underwent percutaneous transluminal coronary angioplasty. The 80% stenosed target lesion was located in a mildly tortuous and mildly calcified artery. A 3.50 x 24 synergy drug-eluting stent was advanced for treatment but did not cross the lesion. The device was removed intact from the patient and the procedure was completed successfully with an unspecified device. However, returned device analysis revealed a detached stent.

Manufacturer narrative:
Synergy ous mr 3.50 x 24mm was returned for analysis without the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and positive pressure were noted as its folds were opened with crimp markings visible on the exposed balloon profile. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues.